Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were false episodes of atrial fibrillation and atrial tachycardia noted due to noise on the right atrial (ra) lead. Lead provocative measures were performed and the noise was able to be reproduced. The device was reprogrammed to resolve the event and the patient was stable with no consequences.